Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with the all of results obtained on meter memory. The customer's expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date approximately two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer has been getting high blood readings over one week ago. Customer is concerned, customer went to the doctor's office, customer ran a test on the true metrix and the results were 169 mg/dl as well as ran a test on the doctor's device and obtained result of 68 mg/dl,customer considered the results low and ate a protein bar and feeling fine.